Event description:
According to the reporter, during a procedure, the device was unable to fire and the surgeon was not able to squeeze the handle. Also found that the load would not open. There is no patient involved in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received, during a bariatric procedure, the current status of the patient is good.